Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported the sensor had detached prematurely. Due to delivery delay, customer reported they experienced an adverse event. However, no other information was provided as the customer refused to continue troubleshoot. It was noted upon checking order history that the replacement device was sent back to the courier after it was not picked up. There was no report of death or permanent injury associated with this event.